Manufacturer narrative:
Insulin pump was monitored. All operating currents tested within specifications range. No unexpected battery out limit alarms noted. All buttons function properly. Insulin pump had moisture damage was noted on keypad traces, moisture damage on electronics, cracked reservoir tube lip, cracked battery tube threads and minor scratches noted on display window during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have experienced button malfunction. Customer also states that fluid leaked in reservoir compartment. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.